Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm long bipolar grasper instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm long bipolar grasper instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer could not confidently verify if the cable was intact or broken into half but, they mentioned that it was probably intact. The broken wire was black colored conductor wire. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The patient information was not provided.